Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the conversion to ethicon devices occurred 1 ½ years ago.

Event description:
It was reported that during lobectomy and wedge resections over the last two months,there were five air leaks in (B)(6) and seven in (B)(6). On (B)(6) a 1.5 cm right apical pneumothorax and mild right lateral chest wall subcutaneous emphysema. Sent home with a chest tube and pneumostatic in place, and the tube was subsequently removed on (B)(6) 2019.